Event description:
Target was notified on january 24, 2000, that during a procedure to treat a right cavernous carotid fistula the physician mounted the dsb on a hieshima taper select catheter. During navigation, the balloon detached unexpectedly and got stuck inside an artery. This event did not cause any harm to the pt who was reported in good condition after the procedure.